Event description:
It was reported that there was high threshold noted and lead warning. It was also noted that there was low impedance and the polarity was switched. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.